Manufacturer narrative:
Additional information was received on the event on 19-jun-2023. It looked like the flushing liquid for the ablation catheter was hung up above the adapter and water drops had been dropping down on it. As soon as this was recognized, the workflow was changed, so this could not happen anymore. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 16-may-2023. It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a ngen pump, EU configuration. During the procedure, during two ablation points, the ngen monitor got the following message, ¿ngen pump not connected,¿ and when going to see it was turned off and the power adapter had been electrically broken (smell) and wet. Changed the complete power adapter to manage to complete the procedure. There were no patient consequences reported. A new power adapter needed. Additional information was received. No flames or fire. There was no sign of excessive amount of heat during use. There was also no sign of any part of the equipment melting/carbonized. No smoke. Only smell. It had the typical smell cables and electronic devices have when there is a shortcut and the electric cable is damaged. The device was shut down unexpected. With reconnecting it worked for a few seconds, but then did not work anymore. After that, it was observed that the adapter was in contact with water. Device did not start anymore. It seemed as the device was not provided with any voltage. After checking that the pump did not get wet, it was supplied with another adapter and worked fine. The service was declined, so no further information was obtained. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) .

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a ngen pump, EU configuration and a burning smell issue occurred. During the procedure, during two ablation points, the ngen monitor got the following message, ¿ngen pump not connected,¿ and when going to see it was turned off and the power adapter had been electrically broken (smell) and wet. Changed the complete power adapter to manage to complete the procedure. There were no patient consequences reported. Five minute delay. A new power adapter needed. Additional information was received. No flames or fire. There was no sign of excessive amount of heat during use. There was also no sign of any part of the equipment melting/carbonized. No smoke. Only smell. It had the typical smell cables and electronic devices have when there is a shortcut and the electric cable is damaged. The device was shut down unexpected. With reconnecting it worked for a few seconds, but then did not work anymore. After that, it was observed that the adapter was in contact with water. Device did not start anymore. It seemed as the device was not provided with any voltage. After checking that the pump did not get wet, it was supplied with another adapter and worked fine. The bwi catheter used in the procedure was a qdot (unknown lot). It was reported that no service is needed for the pump and the service will be requested when the annual maintenance is needed. The event was assessed as MDR reportable for a burning smell issue.